Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: on examination, there was moisture in the battery compartment and the battery compartment was cracked at the top right corner between the display lens and the pump seal. The pump was not able to power on for investigation. A leak test confirmed moisture ingress at the site of the battery compartment damage. The pump was opened for investigation and revealed moisture on the display screen and the display screen flex connector, the printed circuit board and the force sensor unit. Investigation confirmed the alleged moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.